Event description:
It was reported that a patient presented with general weakness and vomiting and when attempting to interrogate the implantable pulse generator (ipg), the connection process repeatedly cycled on the mobile programmer application without establishing communication via the patient connector to the ipg. No patient complications have been reported due to the failure to establish telemetry, however it was reported that the patient experienced cardiac arrest, was flatlining and was hospitalized due to the ipg failing to engage. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that intervention was performed to keep the patient's heart pumping.

Manufacturer narrative:
Corrected d6b and additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.